Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was over delivering insulin due to pressure change during airplane lift off. The customer had observed this issue 4 times. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. The customer used food and glucose tablets to treat the low. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.